Manufacturer narrative:
The main component of the system and other applicable components are:product ID 3057, lot # unknown, product type screening device; product ID 3057, lot # unknown, product type screening. (B)(4).

Event description:
Information was received from a basic evaluation trial patient. The patient reported that when they went to sit down at the table they noticed that something was not right. The patient stated that both of the leads had come out of their back. The patient noted that they removed the belt and set everything aside. The patient was advised to turn stimulation off but the patient stated that the controller was giving them an unable to provide settings message. It was indicated that it was unknown if the issue was resolved at the time of report and the patient was advised to follow up with their healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that patient movement had caused the leads to come out of the patients back. The system was removed, the patient had a successful trial up until that point and decided to move forward with an implant. No further complications were reported as a result of this event.